Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of different model was placed. No adverse patient effects were reported. Additional information received indicates that the helix was damaged when the lead was positioned for lbp.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of different model was placed. No adverse patient effects were reported.